Event description:
It was reported that during a surgery the drill bit bent during use (tip). Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-8943-42-ru 2.5mm drill bit with batch number 916439 was received for investigation and the visual evaluation revealed that the returned device was twisted and bent (see evaluation picture 3). Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.